Event description:
It was reported that the bolus screen was displaying an incorrect blood glucose (bg) level and amount of insulin on board. Customer's bg was 192 mg/dl. At the time of the report to tandem technical support, the issue was resolved and customer successfully resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.